Manufacturer narrative:
Klebsiella driveline infection reported under MFR #2916596-2019-03145. Proteus mirabilis driveline infection reported under MFR #2916596-2019-03149. Approximate age of device- 2 years, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the clinic for a routine follow up visit but appeared to be very short of breath, had jugular vein distension and purulent drainage from drive line exit site. The patient had a history of klebsiella from drive line exit site 1 year ago and a history of proteus mirabilis 2 years ago. The patient was started on vancomycin and cefdinir. Chest computed tomography (CT) and echocardiogram were done. Patient received heparin for subtherapeutic international normalized ratio (inr) as well as lasix. Driveline cultures came back positive for gram negative bacillus and coumadin was held in case of tunneled line. Infectious disease recommended continuing torsemide. CT scan showed deep pocket and plastics was consulted. A repeat CT was performed due to worsening driveline drainage with abdominal pain which showed a large abscess. With no clinical improvement the patient was switched to ceftriaxone. CT also showed a renal cell mass, renal ultrasound was done, urology did not perform a biopsy and will follow up as outpatient. Cardiac surgery strongly recommended debridement although per plastics the patient did not receive debridement. The patient¿s pain improved and coumadin was restarted. Patient was sent home with an inr of 2.0 and received home health care and infusion therapy for intravenous antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.